Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that the safety mechanism of a 27 g x 1/2 in. Bd eclipse¿ needle failed post use and a user suffered a contaminated needle stick injury. It is unknown if medical interventions were provided.